Event description:
I am a type 2 diabetic using the continuous glucose monitoring system marketed by abbot laboratories. I have had 12 of these sensors from (B)(6) 2022, to the present. From (B)(6) 2022 until (B)(6) 2023. The sensors had been accurate within the margin of error as stated in abbott laboratories documents until (B)(6) 2022. Starting in (B)(6) 2023 my sensor readings have varied from a finger stick test by 20-40 points. At least 7 out of 12 sensors malfunctioned in the time period I have been using the freestyle libre 3 as follows: one needed replacing immediately- sensor error message, 3 had continuous low readings, 3 stopped working within a week of starting them. In the latest incident the sensor reading via the freestyle libre 3 app read 54 at 3am (approximately) and stayed at that reading until 7am (B)(6) 2023. A finger stick test at 7am (B)(6) 2023 read 93. The sensor reading did vary when I ate but would drop back to 53/54. Eventually, I turned off the bluetooth link from the sensor to the phone and removed the sensor from the back of my arm. This is less than a week after activating the sensor. I reported one incident to abbott and the latest incident on (B)(6) 2023. Their customer service will only replace the faulty sensor and are unable to help with questions related to the device failure. Relying on the faulty data from these sensors has been incredibly frustrating, dangerous and anxiety inducing. To prevent hospitalization, low or high blood sugar incidents, or a diabetic coma, this product should have a lower failure rate. Reference reports: mw5116540, mw5116541, mw5116542, mw5116543, mw5116544, mw5116546.